Event description:
Right 4th toe caught in lumen reclining chair (preferred chair series model #6746600) causing amputation of distal part of toe when attempting to dislodge toe. Resident transported "911" to emergency room. Treatment included x-ray of right foot, tetanus injection, IV antibotic (ancef) and pain medication. Area treated by orthopedist with 3-suture closure to site.